Event description:
It was reported that the insulin pump had a blank display, which was not resolved by a battery replacement. The blood glucose reading was unknown. Upon troubleshooting, it was found that the display did not return completely. The customer observed a partial display. No significant events leading to the display issues were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump display functioned properly. No missing segment or display anomaly during visual inspection was noted. The insulin pump was monitored for 24 hours with multiple basal rates. The insulin pump functioned properly. No blank display or display anomaly noted during testing. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads. No moisture damage inside pump was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.